Manufacturer narrative:
Device return evaluation was completed. The reported customer complaint was confirmed. Cuts are observed in the forceps wire due to external factors. The bending angle is insufficient due to the elongation of the angle wire. In addition, the play of the angle knob is out of the normal state due to the elongation of the angle wire. The adhesive part of the lighting lens has come off, peeled. Illumination lens was noted chipping, tip collision is recognized. Furthermore, the following findings during inspection were noted on the device: scratches on the insertion tube due to external factors are observed. Wrinkles in the insertion tube due to external factors are observed. The r/l knob does not work smoothly due to the deformation of the angle axis due to external factors. Scratches are found on the operation part due to external factors. There is dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). The curved rubber adhesive part is missing. Scratches are found on the tip cover due to external factors. Due to handling, scratches are found on the switch box due to external factors. There are scratches on the u/d knob due to external factors. Scratches are found on the r/l knob due to external factors. Scratches on the operation unit cover due to external factors are observed. Scratches are found on the grip due to external factors. Scratches are found on the universal cord due to external factors. Water coverage is observed on the electrical connector. Scratches are found on the scope connector due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of forceps elevator wire fray. The issue found during an unknown event. There was no patient harm , no user injury reported due to the event. Device evaluation found the lightning lens adhesive is peeling. There is a gap in the tip adhesive , dirt has entered the lens through the gap. This report is being submitted for peeling of the lightning lens adhesive part. (Reportable malfunction).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.